Manufacturer narrative:
The event did not occur during surgery. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Eval is pending.

Event description:
On (B) (6) 2009, the sales rep reported via email that the dorsal height adjuster had a broken tip. The instrument was pulled before the case and did not impact the surgery. This malfunction has resulted in an adverse event in the past.